Event description:
It was reported that during a tha, the surgeon implanted a tritanium cup with a impactor handle. However, he could not release the cup from the impactor because he could not rotate the handle counter-clockwise. Therefore, he pulled out the cup with impactor from the patient's acetabuli. He and his assistants attempted to release it from the impactor. They succeeded to release it from the handle with effort. He attempted to implant the same cup with same impactor again. However, same problem happened. Therefore, he made an impact with a hammer to the handle and succeed to release them.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a disassembly issue involving a universal impactor/positioner was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device and an operative report is needed to complete the investigation for determining the root cause.

Event description:
It was reported that during a tha, the surgeon implanted a tritanium cup with a impactor handle. However, he could not release the cup from the impactor because he could not rotate the handle counter-clockwise. Therefore, he pulled out the cup with impactor from the patient's acetabuli. He and his assistants attempted to release it from the impactor. They succeeded to release it from the handle with effort. He attempted to implant the same cup with same impactor again. However, same problem happened. Therefore, he made an impact with a hammer to the handle and succeed to release them.